Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 34 mg/dl. Bg cause was not known. Customer required assistance from husband monitoring their state of being. The customer consumed carbohydrates and glucose tablets to address bg. Reportedly, the customer consumed too many carbohydrates causing the customer to vomit and experience muscle pain. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.